Event description:
On (B)(6) 2012, the patient contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed insulin during the load step. It was noted that the pump emitted several "loss of prime" warnings for the past 2 days. The patient reportedly did not cycle the cartridges correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction: 2531779-03/24/2010-003-r.